Event description:
Affiliate reported that catheter detached from the valve, which migrated into the abdomen. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that no defects were found during the investigation of the device. It might be possible that the catheter was not attached correctly to the connector causing the difficulty reported by the customer. This however could not be determined. A review of the device history records confirmed that this device conformed to the required specifications when released to stock. No further actions are required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.